Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #049773-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that on 6/28, the needle button popped out after a few hours into use. The patient stated that after the needle button retracted, the needle button did not lockout and he was able to press back down but the needle button did not lock back into place. The patient confirmed that he presses on the raised circular bump of the needle button.